Event description:
Pt underwent initial placement of right total hip arthroplasty 1/4/90 and revision of teh modular head and neck 4/9/91. Pt sustained recurrent dislocations, on 10 occasions. The most recent dislocation was 8/6/95 when the pt was getting up from the commode. Reduction was attempted at another facility without success. The pt was seen in the emergency room and admitted to the hosp for revision of the right hip. Intraoperatively, it was found that there was essentially no attachment of muscular tissue to the area of hte greater trochanter. The acetabular liner showed eccentric wear and there was slight retroversion of the cup. The acetabular shell and liner were replaced, as well as the femoral head and neck.